Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and blank display. The customer¿s blood glucose level was 148 mg/dl. The customer reported that they had unexpected restart alarm and was overheating. Customer stated that the screen went black after a line went across the screen. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrived. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No a21 alarm and no blank display anomaly noted during test. (B)(4).